Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the reported type 1a endoleak was confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest type 2 endoleak of the lumbar artery had occurred. The most likely causation for type 1a endoleak is most likely anatomy related due to the thickened calcifications in the aortic neck. The type 2 endoleak is also anatomy related and is a non device related failure. The final patient status was reported to be doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g1,2: contact office- contact has been updated; h6: device code: remove code 3190; h6: result code: remove code 3233; h6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation alto abdominal aortic aneurysm stent. During the initial implant procedure, a type ia endoleak was observed at final angiogram; however, the physician elected to conclude the procedure and follow-up on the status of the endoleak on a later date. The patient was reportedly doing well. As the endoleak remained unresolved at seven (7) days post initial procedure, the physician elected to implanted a palmaz (non- endologix) stent. However, the endoleak persisted. The physician elected to conclude the secondary endovascular procedure and continue to monitor the patient. The patient is reportedly in good condition post re-intervention. Additional information: during clinical assessment a type 2 endoleak (non - device relates failure) of the lumbar artery was identified.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation alto abdominal aortic aneurysm stent. During the initial implant procedure, a type ia endoleak was observed at final angiogram; however, the physician elected to conclude the procedure and follow-up on the status of the endoleak on a later date. The patient was reportedly doing well. As the endoleak remained unresolved at seven (7) days post initial procedure on (B)(6) 2020, the physician additionally implanted a palmaz stent. However, the endoleak again persisted. The physician elected to conclude the secondary endovascular procedure and will follow-up on the endoleak status in another thirty (30) days. The patient is reportedly in good condition post re-intervention.